Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported the implanted neurostimulator is not charging fully since last few months. Patient stated they have to hold the belt on his back to charge the implant and they get an error message on the controller screen when the implant is at 80% or 90% charged and implant stop charging. Patient stated the error message goes away once the reposition the belt. Patient mentioned it's been 10yrs for the implant.